Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. The product was used as a temporary pacing device until the infection cleared and was taken out of service six days later. It was noted that the lead safety switch (lss) had triggered due to out of range impedance measurements for the right atrial (ra) lead overnight, however there was not an ra lead in the device's port while operating as a temporary pacing device. Boston scientific technical services (ts) was contacted and it was found the daily measurements for the ra lead had not been programmed off in the device. The programming was changed.